Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient experienced a 3-gram decrease in hemoglobin the previous evening. A CT scan was performed and did not identify an active source of bleeding; no retroperitoneal hemorrhage was noted. The patient received one unit of packed red blood cells (prbcs) and albumin overnight. Additional information indicated that the impella console was displaying ¿impella in aorta.¿ the patient was assessed at the bedside and found to be in respiratory distress with hypotension and bradycardia. The physician was present at the bedside, and echocardiography demonstrated that the impella had been pulled back, with the pigtail remaining across the aortic valve. The physician advanced the impella across the valve and repositioned it appropriately, resulting in improvement in blood pressure and heart rate. Despite this event, the cardiologist elected to proceed with planned impella removal. The patient was transported to the cath lab; however, upon transfer to the procedure table, the patient developed worsening respiratory distress. A decision was made to intubate the patient and abort the impella removal. Lactic acid level was noted to be 2.7 mmol/l. The care team considered referral to the heart failure service for escalation of care. The patient was returned to the cardiovascular intensive care unit (cvicu) without further incident, and echocardiography confirmed appropriate impella positioning.